Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) stated that her son was pushing her down the street and the tire came off of her wheel chair. The rim was still on the chair just the tire came off.